Event description:
It was reported that an asymptomatic patient presented to the or for an ICD change out due to normal eri. It was observed that when the lead was connected to the device, it displayed high voltage lead impedance out of range. A new lead was then connected to the device but the same message was observed. A capacitor maintenance was attempted, but was aborted with a message about possible lead problem. The ICD was replaced. Hvli was observed to be in-range and shock therapy was successful with a new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of an alert for possible high voltage output damage was confirmed in the laboratory. The device was tested using automated test equipment and output circuit damage was found. The device was tested on the bench and normal hv lead impedance measurements were observed. The root cause of the damage could not be conclusively determined.